Event description:
It was reported that a spectrum iq infusion pump had a manual programming error during heparin delivery. The user manually programmed heparin without utilizing the appropriate entry in the drug library and placed into standby mode. The end user utilized an IV fluids drug entry in the library. The ordered dose was for 4 units per hour, while the IV fluids drug listing was built for ml/hour. The nurse programming the pump programmed the pump for 400ml/hour, causing an unspecified incident. The pump was then started at the preprogrammed rate, which was incorrect. The bag of heparin was infused until it was empty. The next nurse to work with the patient and the pump went to start a new bag of heparin and discovered the manual programming error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4: serial no. Is (B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the event history log shows both "IV fluid" infusions and heparin infusions on the same date. There is an infusion of heparin at 4ml/hr. The user programmed an infusion of heparin 25000 units / 250 ml. The user programmed a dose of 400 units/hr and a vtbi of 200 ml, resulting in a rate of 4 ml/hr. The user started the pump. The user cleared the program after 2 hours and 23 minutes. The amount infused recorded by the pump at that time was approximately 9 ml, which aligns with the pump programming. The heparin infusion did not run to completion and the user cleared the program and started an infusion of "IV fluid" at a rate of 30ml/hr and a vtbi of 400ml. The event history log shows no abnormalities and would not be able to differentiate if the user programmed heparin without utilizing the appropriate entry in the drug library. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: additional information was received indicating that the patient developed a brain bleed and was transferred to a higher level of care. The patient later passed away. Correction h10: the device was not received for evaluation; therefore, a device analysis could not be completed. A review of the event history log revealed that the user programmed an infusion IV fluid at a rate of 400 ml/hr and a volume to be infused (vtbi) of 250 ml then activated standby mode. The user started the pump at 10:40 and the infusion completed at 11:08. The user also programmed an infusion of heparin at 4 ml/hr. The user programmed a dose of 400 units/hr and a vtbi of 200 ml, resulting in a rate of 4 ml/hr. The user started the pump. The user cleared the program after 2 hours and 23 minutes. The amount infused recorded by the pump at that time was approximately 9 ml, which aligns with the pump programming. The heparin infusion did not run to completion and then the user started an infusion of IV fluid. Based on the event history logs and the event narrative, this event is related to misprogramming error with the pump (the nurse selected the IV fluid rate instead of the appropriate rate for the heparin infusion). The spectrum iq operator¿s manual lists the following warning when programming an infusion ¿confirm safe operation. Do not operate the spectrum iq infusion system until following conditions are met: pump settings, including drug/concentration, dose mode, dose rate, and time are correct.¿ and a note on page 8-9 states: "8.6 starting an infusion note: make sure that all the entries match the physician/ pharmacist orders." To conclude, device use error (programming error) with the spectrum infusion pump possibly caused or contributed to the reported event of "brain bleed" in a critical patient. Should additional relevant information become available, a supplemental report will be submitted.